Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "fold waves and rotation. Colour change. Right breast capsular contractur baker grade IV: the breast is hard and deformed, but no pain". The device has been explanted.